Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record and image were received for evaluation. Therefore, the investigation is confirmed for the reported perforation however, it is inconclusive for filter migration, filter tilt and detachment. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk g2x vena cava filter allegedly experienced detachment, perforation, tilt and migration. This information was received from one source. This malfunction involved one patient with no consequences. A 52 years old female patients' weight was not provided.

Manufacturer narrative:
The lot number was not provided, therefore a lot history will not be performed. The sample was not returned for evaluation and medical records were not provided. The investigation is inconclusive for filter limb detachment, perforation of the inferior vena cava, filter tilt and filter migration. The definitive root cause could not be determined based upon available information. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk g2x vena cava filter allegedly experienced detachment, perforation, tilt and migration. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.